Event description:
Paramedics responded to a person, condition unknown. According to the reporter, the device charged but would not transfer energy to the pt. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction. In an eval of the device by the facility subsequent to the reported event, the therapy cable was found to be defective.